Manufacturer narrative:
An event of atrioventricular block and perivalvular leak were reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection. Operation was performed and the product met all specifications. Based on the available information, the root cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
Clinical information: (B)(6) - vantage ide study, patient site ID: (B)(6). It was reported that on (B)(6) 2023, a 35mm navitor titan valve, clinical was chosen for implant using a large flexnav delivery system. A pre-implant balloon aortic valvuloplasty was performed using a 26mm non-abbott balloon in two inflations. Cardiac pacing was applied during valve deployment at 120-140bpm to ensure valve stability. The valve was deployed and re-sheathed twice due to too high of an implant depth. On the third attempt, the valve was released at an implant depth of 3.7mm from the non-coronary cusp (ncc) and 3.1mm from the left coronary cusp (lcc). A post-implant balloon aortic valvuloplasty was performed using a 26mm non-abbott balloon due to a mild paravalvular leak present after valve implant. First and third-degree heart block occurred during the procedure, immediately after the post dilation was performed. After 5 hours, the temporary pacemaker wire was removed without need for pacing. On (B)(6) 2023, an electrocardiogram (ECG) was performed and confirmed first-degree atrioventricular block and left bundle branch block. Telemetry monitoring was recorded on (B)(6) 2023, and it was seen that first-degree atrioventricular block and left bundle branch block were still present. On (B)(6) 2023, a pacemaker was successfully implanted. The following day on (B)(6) 2023, the patient was stable and discharged. On (B)(6) 2023, a 1cm x 1/2cm cicatrice defect/scar was noted on the right groin. Chlorohexidine was used to rinse the scar. The scar resolved on (B)(6) 2023.

Event description:
Clinical information: crd_1003 - vantage ide study, patient site ID: (B)(6). It was reported that on(B)(6) 2023, a 35mm navitor titan valve, clinical was chosen for implant using a large flexnav delivery system. A pre-implant balloon aortic valvuloplasty was performed using a 26mm non-abbott balloon in two inflations. Cardiac pacing was applied during valve deployment at 120-140bpm to ensure valve stability. The valve was deployed and re-sheathed twice due to too high of an implant depth. On the third attempt, the valve was released at an implant depth of 3.7mm from the non-coronary cusp (ncc) and 3.1mm from the left coronary cusp (lcc). A post-implant balloon aortic valvuloplasty was performed using a 26mm non-abbott balloon due to a mild paravalvular leak present after valve implant. First and third-degree heart block occurred during the procedure, immediately after the post dilation was performed. After 5 hours, the temporary pacemaker wire was removed without need for pacing. On (B)(6) 2023, an electrocardiogram (ECG) was performed and confirmed first-degree atrioventricular block and left bundle branch block. Telemetry monitoring was recorded on (B)(6) 2023, and it was seen that first-degree atrioventricular block and left bundle branch block were still present. On 15 may 2023, a pacemaker was successfully implanted. The following day on 16 may 2023, the patient was stable and discharged.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.